Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a liver resection, when going across the liver, where the hepatic portal vessel was located, upon finishing firing the 2 staplers which were able to fire completely, the user found that 3 cm of the staple line was missing on the first reload. It was an open space that had no staples. The surgeon had to suture the defect that took 15 to 20 minutes to close. The operator had to do a transfusion due to the pediatric patient losing between 300 and 400 ml of blood.